Manufacturer narrative:
Incidental findings: the submitted lvad event log file captured a pump reset at 01:58 on (B)(6) 2019. The log file recorded an increase in rotor noise from the 16-20 range to 92, resulting in rotor noise faults becoming active. The current sense values also increased from the 240-280ma range to 540ma. During the reset, the date briefly changed to (B)(6) 2019 but the time appeared to remain correct. The total time of the reset appeared to be between 7 and 10 seconds, based on the timestamps. The data recorded after the reset, on (B)(6) 2019, showed the rotor noise and current sense back at their baseline values. The log file data from (B)(6) 2019 had been overwritten by new events in the submitted system controller log files. The cause of the pump reset could not be conclusively determined. Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple low flow alarms. The log files captured transient low flows on (B)(6) 2019 when the estimated flow was calculated below the low flow threshold of 2.5lpm. The events showed corresponding elevating in average pi. The pump operated at the set speed for the duration of the events and appeared to be functioning as intended. The cause of the low flows could not be determined. Additional information was requested from the customer but no further information was provided. The patient remains ongoing on vad support and no further issues have been reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low flows with high pi readings. The manufacturer's investigation found a pump reset on (B)(6) 2019.